Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 4.3 inr on the coaguchek xs plus system while a comparison lab returned as 2.82 inr. Patient's dose of marevan had been held. No adverse event reported. Requested return of suspect system and replacement was sent.